Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.